Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Modular trilock anterior stem inserter tip broke off in stem. The tip could not be removed from the stem and was left in the patient.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It was however recognized that improvements were possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(6) 2010, which includes improvements to bolster the durability of this instrument. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.